Event description:
Coiling treatment of an aneurysm. It was reported after the coil had detached, a coil tail was observed protruding out of the aneurysm. The physician used the pusher assembly to push the coil tail further in the aneurysm, and the coil tail caught the distal end of the pusher assembly. Upon withdraw the catheter and the pusher assembly, the coil came back and stayed in the parent vessel. An attempt was made to retrieve the coil with an amplatz gooseneck snare, but was not successful. The pt was reported to have an infarction and is currently doing well.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was implanted in the pt.